Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: yellow particles in the shell and two openings linear on the posterior. Leak test and microscopic analysis was performed which identified: one opening striated, one opening sharp and non-penetrating nick on the posterior. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a sharp opening due to an unidentified (tear) opening and one striated opening due to surgical damage consistent in the use of some surgical tool.

Event description:
Healthcare provider reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation reported as deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported right side deflation. Device has been explanted.